Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two scs leads from the same lot number. It was reported the patient is not receiving effecting stimulation from his scs system. A sjm representative met with the patient and a system diagnostics revealed multiple invalid lead(s) contacts. Surgical intervention is planned for a later date to address the issue.